Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was further reported via user facility medwatch that the patient was to undergo a high risk stent placement. The target lesion was located in the left main bifurcation region. Dilatation was performed using a 1.5x12mm non-bsc balloon to the posterior left ventricular branch. The 1.25mm rotablator burr was advanced without difficulty over the rotawire into an 8 fr 3.5 guide catheter and subsequently into the left main coronary vessel. When the burr was withdrawn somewhat and re-advanced, it was not possible to direct the burr into the left main coronary vessel. The burr instead kept directing superiorly very sharply. The rotawire and burr were withdrawn into the guide catheter and attempts at further withdrawal of the wire met significant resistance. After the rotawire fractured, guide catheter placement was lost and the wire was seen in the ascending aorta. Following surgery, the patient was discharged home six days later.

Event description:
Same case as MDR ID: 2134265-2015-04638. It was reported that a guidewire detachment occurred. A 330cm rotawire and rotaburr were selected and advanced to treat the target lesion. During the procedure, while advancing the burr over the rotawire into the artery, it was noted that the rotawire became kinked. The physician could not advance the burr past the kink in the rotawire so the rotablator was powered on to advance the burr. This is when the rotawire became fractured. The rotawire was not able to be removed from the artery. The patient was later taken for a coronary bypass surgery due to the multiple occluded arteries and to remove the fractured rotawire. The patient's condition is okay.